Event description:
A site director reported a case of corneal abrasions, observed on one right eye of one patient, on the day lasik surgery had been performed. Follow up information stated abrasions were resolved with treatment; bandage contact lens was used, and this lasted seven days. Two week postoperative refraction provided showed induced astigmatism, without any loss of bcva. Patient reported blurred vision, until abrasion had healed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).